Event description:
On (B)(6)-2010 advanced infusion, inc. Was served with a lawsuit by the pt alleging that after using an alpha infusion pain pump, she was diagnosed with chondrolysis. The pt was diagnosed with chondrolysis, or about (B)(6) 2008.